Manufacturer narrative:
Insulin pump passed displacement test. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: faded serial number label, cracked battery tube threads, cracked case near the corner of belt clip rails, missing display window cover, scratched case, cracked reservoir tube lip. The unit was received without a battery cap. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump had a damaged battery cap as well as label of the serial number was peeled off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.